Manufacturer narrative:
Received one used list #d1000, tego¿ connector; lot #unknown. No visual damages or anomalies were observed. The reported complaint of bleeding from the tego could be confirmed. The returned sample tego was tested and failed a leak test. The seal was disassembled from the sample and internal tear and little to no adhesive was observed. The probable cause of the domed seal is due to uneven adhesive application. Corrective action is ongoing at this time. A device history record lot # review could not be conducted because no lot number was identified. D9 - date returned to MFR 21jan2026 corrected information can be found in e3 - initial reporter occupation and e4 - initial report sent to FDA.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego connector, and it was reported that this is the third in recent weeks and this time resulted in cardiac arrest. There have been a few faulty tegos reported with excessive bleeding at the end and while difficult to definitively say this is an air embolus it is a differential in this case. The patient is a young man who post dialysis was washed back and the post dialysis bled excessively from the tego which was not yet clamped. The event occurred during use on patient. There was patient involvement, patient harm, and with adverse event.